Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report when the device is received and the investigation is completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, as the harvester was switching from dissection to cautery, he noticed the vasoview hemopro dissection tip had broken in half; the cone tip detached. He retrieved the broken tip from the original incision. A new kit was used to complete the procedure. There were no pt effects. The product will be returning.